Manufacturer narrative:
The insulin pump was blank display due to moisture damage electronic assembly also, moisture damage was found on the motor and keypad assembly however, no moisture damage was found on the battery tube and vibrator assembly during our physical inspection. Unable to perform the displacement test, verify unresponsive button keypad, button error alarm, or a23 alarm due to blank display. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he went in the water with his insulin pump on. Fluid was under the lcd display. The insulin pump kept resetting itself and the act button was sometimes unresponsive. The insulin pump alarmed button error. The customer was unsure if he received an alarm pause or an external flash error alarm. Customer's blood glucose level was 328 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.